Manufacturer narrative:
The technician found the edge of the stretcher shroud was caught on the trend pedal center assembly. The technician repositioned the shroud to repair the bed.

Event description:
Information received indicates the stretcher will not go into trendelenburg.